Manufacturer narrative:
Analysis of the pump found ¿no anomaly¿. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the last follow up the healthcare provider had with the patient was on (B)(6) 2016 and they did not have any information regarding the motor stall. The patient did have a CT scan done on their head the same date as the motor stall.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a pre-market therapy clinical study regarding a patient receiving saline via an implantable pump for pulmonary arterial hypertension. A motor stall occurred on (B)(6) 2016 at 22:41 and recovered at 23:42.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.